Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the cgm displayed results differing from glucometer measurements. Based on escalation analysis, a sensor replacement was approved due to system performance concerns, and an RMA was issued to facilitate further investigation. However, the sensor was not returned to senseonics at the time of complaint closure. Review of raw sensor data indicated optical instability during the timeframe of the reported discrepancies, which likely contributed to the observed sensor inaccuracy. B4. Date of this report: 14 oct 2025. G3. Date received by the manufacturer? 14 oct 2025. H6. Type of investigation updated to 4111, 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Event description:
On 16 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.